Manufacturer narrative:
This report is filed october 25, 2013.

Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to improper placement of the electrode array. The patient was reimplanted with a new device during the same surgery.